Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had pump error. Customer's blood glucose level was unknown. It also stated that troubleshooting was performed and insulin pump error issue was remain unresolved. Customer will return device for analysis.